Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. The customer's father reported that the insulin pump alarmed compromised force sensor system after the rewound pump to get rid of air bubbles. The customer advised to turn to back-up plan, said we will call them back after christmas to agree on pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. No unexpected compromised force sensor system alarm noted during testing.